Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Notified by m2s of an afx type iiia endoleak for a patient implanted sometime in 2016. Event date is unknown. (B)(6) hospitals are anonymous, no additional information will be reported about this patient.